Event description:
The customer was hospitalized for high blood glucose levels. The customer stated, that he may have inserted into an area of the body that has scar tissue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.